Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 97290346. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) w/ y intima ii experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient needed intravenous infusion due to the cut of the electric saw in his left calf. During the use of the indwelling needle, it was found that the interface of the indwelling needle was not well connected, leading to fluid leakage and local skin flushing. As a result, the infusion failed, the indwelling needle was removed and locally disinfected and bandaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) w/ y intima ii experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient needed intravenous infusion due to the cut of the electric saw in his left calf. During the use of the indwelling needle, it was found that the interface of the indwelling needle was not well connected, leading to fluid leakage and local skin flushing. As a result, the infusion failed, the indwelling needle was removed and locally disinfected and bandaged.